Event description:
It was reported that the ventilator generated an error relevant to low leak rebreathing risk alarm. It was reported that the event occurred during clinical use. There was no report of patient harm.

Manufacturer narrative:
The gas delivery system (gds) was returned for failure investigation. A visual inspection of the returned component revealed no signs of damaged or contamination on the exterior of the unit. However, the data acquisition (da) printed circuit board (pcb) and the oxygen (o2) valve solenoid were not installed on the gds. The returned gds was installed to a failure investigation (fi) test ventilator. The air flow accuracy test was performed and the reported condition was verified. The ventilator generated a low leak-co2 rebreathing risk alarm and logged an error relevant to the failure. The root cause was identified to be the air flow sensor u1 component. The ventilator did not meet specification.

Event description:
It was reported that the ventilator generated an error relevant to low leak rebreathing risk alarm. There was no patient involvement.